Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a malfunction of an everflo oxygen concentrator. The manufacturer received information alleging the device electrocuted the patient. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a malfunction of an everflo oxygen concentrator. The manufacturer received information alleging the device electrocuted the patient. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found contamination. During the evaluation and found multiple error codes. The third-party service center concludes that they couldn't confirm the customer's allegation.